Event description:
Literature was reviewed regarding the role of atrial pacing support in patients receiving a cardiac resynchronization therapy defibrillator (crt-d) without sinus node dysfunction. The authors described patient deaths; however, the specific causes of death were unknown and defined as one-year all-cause mortality which included cardiovascular and noncardiovascular. There is no allegation of device-death relatedness indicated in the article; however, the cause of death and device-relatedness had been requested but not received. There were patients who experienced postoperative pocket hematoma or infections which were managed conservatively or surgically. Patients were hospitalized due to system revisions, heart failure, atrial fibrillation (af), ventricular fibrillation (vf), acute myocardial infarction, ischemic/hemorrhagic stroke, and peripheral arterial angioplasty. Inappropriate anti-tachycardia pacing (atp) occurred with one patient; however, the reason for the inappropriate atp was unknown. There were lead-related complications after twelve months that required surgical intervention and included right atrial (ra), right ventricular (rv), and left ventricular (lv) lead dislodgements, loss of ra and lv capture, rv insulation failure, and loss of rv sensing. Late complications after twelve months included infection, rv and lv lead fractures, rv lead noise, and lv lead dislodgement which resulted in loss of function. The status of the devices and leads is unknown. No additional adverse patient effects or product performance issues were reported.

Manufacturer narrative:
This information is based entirely on journal literature. Medtronic was made aware of this event through a search of literature publications. This event occurred outside the us. Patient information is limited due to confidentiality concerns. Of note, multiple patients and multiple manufacturers were noted in the article; however, a one-to-one correlation could not be made with unique product serial numbers. The baseline gender/age characteristics is male/68 years old. The model listed in the report is a representative of the model family, as there is no specific model listed. Without a device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. A request for additional information was made. If additional information is obtained regarding this event, it will be added, and a supplemental report will be submitted accordingly. Referenced article: role of atrial pacing support in cardiac resynchronization therapy: a noninferiority randomized trial. Circulati on. 2026. 153:1707¿1718. Doi: 10.1161/circulationaha.126.079859 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.